Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable vitamin d total g2 results for 1 patient sample tested on a cobas 6000 e 601. The initial vitamin d result was 83.56 ng/ml and repeat result was 44.36 ng/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The qc was acceptable. The vitamin d reagent lot number was 36669601 with an expiration date of 31-jul-2019. The field service engineer (fse) replaced the reagent probe, reagent syringe, and prewash syringe.